Event description:
On (B)(6) 2013, during an in-service at a user facility, with a brand new device, the device did not function properly. It was reported the tensioner gun for the zip fix would not stay up to load laterally. The tensioner foot plate kept re-setting and not closing down after opening up as it should. The tensioner gun was less than a month old and was never used by a surgeon or in a procedure.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the device was received with no visible damages. The product development evaluation of this complaint in combination with a prior manufacturing evaluation of an existing complaint has shown that the complained malfunction is not in any relation to the manufacturing process. A product development evaluation was also conducted and the report indicates the received instrument is from the second generation instrument series. It was found that the implant receiver at the front of the instrument does not open far enough to easy insert the implant as per the design intent. Once the implant was inserted with a slightly higher force, the instrument function as intended. Product development compared the returned instrument with two instruments from the tp production lot (B)(4). Except that the gripper from the returned instrument did not open as far, as the two reference instruments, no deviations were detected. Product development dismantled the returned instrument and inspected the single components dimensions to the manufacturing drawings and the dimensional variations to the two reference instruments. No large deviations were found. Product development reviewed the instrument design of part and sub-assembly drawings and could not identify one or multiple dimensions which could explain the deviation. The design features of the first generation instrument to that of the second generation instrument regarding the gripper and its mechanism has not changed. An internal corrective action has been opened to address the root cause of the issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.